Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to manual daily insulin injections as a backup therapy while awaiting a replacement pump. Tandem technical support confirmed the shipping address and provided instructions for putting the faulty pump into storage mode and for returning it. A replacement pump was sent to the customer, who understood all instructions and acknowledged the actions needed upon receiving the new pump.